Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the stent dislodged. The lesion being treated was located in the calcified and tortuous circumflex artery (cx). The physician attempted to direct stent the lesion using a 3.0x28mm ion stent however the stent would not cross and was removed. Predilation was attempted with a 2.5x15 maverick catheter. The lesion was double wired with a choice pt floppy wire. A 2nd attempt with the 3.0x28mm ion stent was made but they were still unable to cross the lesion. They removed the stent again and did further predilation with the balloon. The physician then attempted to go in with a 3.0x16mm ion which also would not cross due to tortuosity. The decision was then made to dilate the vessel in the hope of obtaining reasonable ptca. After balloon angioplasty was done, confirmatory views were obtained, indicating no complications. However, at the end of the procedure, upon review of the angiogram, it was noted that a stent silhouette was present in the proximal portion of the cx artery. Further review of the stent balloons indicated that there had been a stent dislodgment and the stent had dislodged in the proximal segment that crossed the original lesion but with some protrusion into the distal left main carina. The lesion was rewired and a balloon was advanced toward the stent. The balloon was dilated to 12 atms and repeat angiography confirmed good stent apposition. There was timi 3 flow in the left main, left anterior descending artery and the cx. No further patient complications were reported.